Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Distal tip showed no signs of damage. Device evaluated by MFR: the nc emerge mr, ous 4.50mm x 12mm catheter was returned for analysis. A visual and tactile inspection was performed but no issues were noted with the hypotube shaf, and no kinks or damages were identified with the shaft polymer extrusion. A detailed microscopic examination of the balloon material identified 1.2cm longitudinal balloon tear across the main body of the balloon material. No issues were noted with the bumper tip. A microscopic examination of the distal and proximal markerbands identified no damage. No other device issues were identified during returned product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely tortuous and severely calcified right coronary artery. A 4.50mm x 12mm nc emerge balloon catheter was advanced for post-dilation. However, during inflation, before reaching the rated burst pressure, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported, and the patient remained stable post-procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely tortuous and severely calcified right coronary artery. A 4.50mm x 12mm nc emerge balloon catheter was advanced for post-dilation. However, during inflation, before reaching the rated burst pressure, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported, and the patient remained stable post-procedure.